Event description:
It was reported that during a device change out the lead was connected to the new device. Initial testing showed good lead measurements. However, after closing the pocket , out of range, lead impedance was observed. Dft testing using only the rv to can vector was performed successfully therefore the device was programmed in the rv to can vector. There were no adverse consequences and the patient tolerated the procedure well.